Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received shocks from the device. During the shocks, shock impedance measurements of greater than 150 ohms were noted. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received shocks from the device. During the shocks, shock impedance measurements of greater than 150 ohms were noted. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the patient with this rv lead received a shock from the device, and the device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) discussed evaluating the device and lead system. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received shocks from the device. During the shocks, shock impedance measurements of greater than 150 ohms were noted. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the patient with this rv lead received a shock from the device, and the device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) discussed evaluating the device and lead system. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that no further troubleshooting had been performed. This patient's device was programmed off and the patient was given a life vest, then this device system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received shocks from the device. During the shocks, shock impedance measurements of greater than 150 ohms were noted. Additionally, the out of range shock impedances had also been observed during the last office interrogation. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the patient with this rv lead received a shock from the device, and the device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) discussed evaluating the device and lead system. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that no further troubleshooting had been performed. This patient's device was programmed off and the patient was given a life vest, then this device system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed approximately 210 millimeters (mm) from the terminal end. Visual inspection of the lead segments noted cuts in the outer insulation, which was likely due to explant damage, and did not reveal any abnormalities. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.